Event description:
A manufacturer representative reported a tined lead issue that occurred during a procedure. During snm surgery first stage, during the connection between the lead and the percutaneous extension, the physician saw that the lead was damaged. The lead was successfully replaced. The consumer felt fine and received effective therapy. Factors noted to have led to the event were noted as the implant procedure, maybe the extension tunneling. No troubleshooting was performed. The issue was noted as resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.